Manufacturer narrative:
Visual examination of the returned device revealed a torn/split catheter sheath distal tip. A tug test was performed to examine the integrity of the connection as well as a connect/disconnect test and no issues were noted with the unit handshake connectors. The rotablator plus unit was wet tested and the results were acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is handling damage. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a rotational atherectomy treatment procedure, rotational speed issues were noted. The 99% stenosed and calcified lesion was located in the moderately tortuous mid left anterior descending (lad). At first, another manufacturer's ivus catheter was unable to cross the lesion. Ablation was successfully completed with a 1.50mm rotablator rotalink plus. The physician then attempted to ablate the lesion with a 1.75mm rotablator rotalink plus; however, it was difficult to raise the rotational speed during platforming outside the body. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good. Returned device analysis revealed a torn/split catheter sheath distal tip.